Event description:
It was reported that the lead had sensing difficulty and unacceptable thresholds. The lead was replaced. A medwatch 3500a was subsequently received reporting lead fracture. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned and analyzed. The analyst noted an intermittency between the pin and cap on the is-1 connector. Blood/body fluid was found on the defib conductor (not obstructed) and the outer insulation exhibited a cosmetic depression. It was not possible to determine at this time how the blood entered the svc and rv leg.